Event description:
It was reported that when using the bd pyxis¿ es server, messages were not being transmitted to the stations, and the data sync error logs indicated a lack of communication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were on critical override, and messages were not crossing to the stations. A technical support specialist (tss) identified that messages had stopped crossing due to high memory consumption caused by data synchronization from multiple devices. The tss restarted the data synchronization service to resolve the memory exhaustion issue and shared a root cause analysis explaining the findings and resolution. The system functioned as intended after the technical specialist troubleshot the issue.